Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported via a social media website that a patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient stated that the mesh has slowly and painfully been coming out of her body. The patient reported she cannot exercise or do anything active and plans to have the mesh removed. No further information provided.